Event description:
It was reported to technical services on 6/25/12 that this ra lead has noise which is reproducible. The patient is scheduled for a change out on (B)(6) 2012 and they will evaluate the lead at that time. They are working with dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).